Manufacturer narrative:
(B)(4) 2015 - a detailed evaluation was performed on the returned device. That evaluation confirmed both the reported frame issue and what was found in the initial evaluation. The seat rails were bent. Any underlying cause of the issue, however, was not identified during the detailed evaluation.

Event description:
The frame of the chair must be warped because it will not fold down and stay in place in the socket cup in the frame portion of the chair. The bar is mis-aligned so it will not fit into that c-shaped bracket.

Manufacturer narrative:
(B)(6) - the device in question was returned for an evaluation. The subsequent evaluation confirmed the complaint with respect to the frame being bent. The evaluation comments state that the seat rails were slightly bent allowing the upholstery to bottom out on the crossbraces. Any underlying cause of this issue, however, was not identified.

Event description:
The frame of the chair must be warped because, it will not fold down and stay in place in the socket cup in the frame portion of the chair. The bar is mis-aligned so it will not fit into that c-shaped bracket.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Customer states the frame of the chair must be warped because it will not fold down and stay in place in the socket cup in the frame portion of the chair. The bar is mis-aligned so it will not fit into that c-shaped bracket.